Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and it had no cable damage(s) to be observed. Additional observation(s) : the grip axis pin of instrument was dislodged from the grips. The pin was returned with the instrument. The outer diameter of pin measured approximately 1.77mm at the swaged end compared to the nominal pin diameter of 1.56mm. Measurement results suggested that the pin was partially swaged. The probable root cause of dislodged pin is attributed to the manufacturing process. This pin can become dislodged and sticking out due to improper swaging. Annex g was updated based on investigation findings.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.